Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.5x12 mm nc trek balloon dilatation catheter (bdc) was not soaked in saline prior to use and was prepped inside the anatomy. During the 3rd inflation to 10 atmospheres for 10 seconds, the balloon ruptured. An unspecified balloon was used to complete the procedure. There were no averse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.